Manufacturer narrative:
PMA/510(k) from unknown to exempt. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Batch records have been reviewed; all required specifications were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there was no issues relating to the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The distributor reported a nurse found a pleural tube had come out of the patient, and noted the drain fix was completely removed in the bed. The nurse indicated ¿they are sure the patient didn't remove themselves - it just wasn't sticking.¿ the patient was treated by inserting another pleural drain, which was secured with sutures and a replacement drain fix device. No further medical interventions were reported. Although requested, no additional information was provided.